Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which may have caused false termination of some atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.